Manufacturer narrative:
The company representative examined the system and replaced the pressure vacuum manifold. Preventative maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a system message was displayed during a vitrectomy procedure. The screen was locked. The system had to be rebooted but the problem persisted. As the procedure was almost over, it was possible for the surgeon to complete it manually with success, with a 15 minute delay. There was no harm to the patient.